Event description:
It was reported on (B)(6) 2011 that the patient had coupling issues with a rechargeable neurostimulator. Additional information received on (B)(6) 2011 reported that the patient was originally unhappy with how long it took to recharge, how often he had to recharge, and had problems keeping the belt on. The patient had the device removed on (B)(6) 2011 and was "doing well now".

Manufacturer narrative:
(B)(4).